Event description:
It was reported by service technician that the mattress top cover had a hole in it. Device was found in the facility's basement, therefore the customer was unable to determine if there was any patient involvement. No adverse consequences have been reported.